Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. The customer¿s parent stated that the insulin pump. The customer¿s parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields. The insulin did not exit after a 5 unit of insulin as delivered and the insulin pump alarmed motor error. Customer also reported that there is an absence of no delivery alarm. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No motor error alarm or audio or beep anomaly noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. (B)(4).